Event description:
The customer reported that she was hospitalized due to high blood glucose levels towards the end of september. The customer did not know the exact date. The customer stated that her blood glucose levels were somewhere between 500 and 600 mg/dl. The customer stated that she also experienced vomiting and throbbing in her arm, which ended up being a blood clot. The customer stated that she was not wearing the insulin pump at the time of the hospitalization, but she did not know how long she had been without it. The customer declined all troubleshooting at the time of the call and stated that her doctor usually handles that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.